Manufacturer narrative:
The insulin pump was received in with a scratched lcd window, cracked case, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump is cracked and the drive support cap appears to be damaged. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.